Manufacturer narrative:
The third-party service agent further evaluated the device and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and would not provide a defibrillation shock through its standard (hard) paddles assembly. There were no reports of adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and would not provide a defibrillation shock through its standard (hard) paddles assembly. There were no reports of adverse consequences to the patient.